Event description:
The customer reported to beckman coulter (bec) that a diluent leaked in the vcsn (volume, conductivity, scatter) module at qd284 (quick disconnect) and shorted out the power supply and mrc (module resource controller) board causing the instrument to become inoperable and the laboratory's circuit breaker tripped. There was no arcing, sparks or smoke seen and no static shock was reported. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated or reported out in connection to this event. There was no change to patient treatment attributed to this incident.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the leak was coming from qd284 (quick disconnect). The fse tightened the qd284 to stop the leak and replaced the power supply and the mrc (module resource controller) board to resolve this issue. Failure mode can be attributed to a leak at qd284 which in turn shorted out the power supply and mrc board. (B)(4).